Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Catalog number, lot number - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent an initial total hip arthroplasty utilizing a trial liner on (B)(6) 2015. During the procedure, the central set screw from the trial came out while the surgeon was trying to remove the trial and fell into the patient's wound. The screw was retrieved immediately and was reinserted properly back into the trial without any issue.